Manufacturer narrative:
Patient demographics such as age, date of birth, sex and weight were not provided. Performance indicators (qc, calibration, system check) for the system in question were acceptable at and around the time of this event. The erroneous result was generated for a single patient sample and there is no indication of any systemic issue. There is no evidence that the access accutni+3 was returned for evaluation. In conclusion, a definitive cause for this event could not be determined.

Event description:
The customer reported that a non-reproducible elevated troponin I (access accutni+3) result was generated for one patient on the laboratory's unicel dxi 600 immunoassay system (serial number (B)(4)). There was no report of patient injury or change to patient treatment in association with this event. The customer reported that the sample was collected in a lithium heparin gel separator tube which was centrifuged at an undisclosed speed for an unknown time in a statspin express 4. The customer indicated that access accutni+3 qc (quality control) values generated on the system were acceptable prior to this event.